Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated they had an open wound from the skin reaction. They stated that normally he has some mild inflammation at the sensor wire insertion site after every sensor session. He had removed a sensor at the end of one ten-day sensor session and had no issues. Three to four weeks later the wife noticed the site was red and inflamed with a hole straight down at the puncture site about 2 cm deep, with a ¿canyon¿ type wound extending about 2.5 cm to the side. There was a lot of pus at the site. The patient did not feel any pain and had no fever, chills, or other systemic signs of infection. He saw his physician on (B)(6) 2021. The doctor did two wound cultures, cleaned the area, and prescribed visiting nurses to clean, pack and dress the wound three times a week (mondays/wednesdays/fridays). The first session was the day after the doctor visit. No antibiotics or other medications were prescribed. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.